Manufacturer narrative:
Additional information has been requested; any information obtained during investigation will be submitted in a supplemental report.

Event description:
It was reported that, "tip of mantis fractured/splayed."